Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. Visual inspection : received a 4.0mm 90s max probe, the unit was visually inspected under microscope and the alleged complaint was confirmed (piece of ceramic and electrode) was detached from the tip. The reportability rationale stated the detached tip was retrieved from the patient. The electrode and a piece of ceramic were also returned with the unit. It was also observed the insulation was damaged (pushed down and slightly torn), wear marks on lumen. As part of the probe investigation the device was connected to the serfas energy programmer box to read the activation history, according to the activation history report, the probe was not activated. The probable root cause/s could be excessive force used when inserting of removing probe, probe inserted into obstructed passageway or any forceful impact to the tip of the probe with rigid objects. Probe used as a tool for mechanical displacement of tissue or bone, or to pry or scrub. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the tip of the probe broke off during a knee arthroscopy. The tip was retrieved from the patient.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the tip of the probe broke off during a knee arthroscopy. The tip was retrieved from the patient.